Event description:
Presented for breast implant exchange. Has had implants since 1976. Desires to increase size of implants. Complains of pain and discomfort on exam of breast. There is some irregularity in the shell of the implants on exam. Bilateral breast implants explanted on 10/21/96, both right and left implants found ruptured.